Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the 190 scope that was used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As noted in b5, the customer called olympus technical assistance center (tac) personnel during his procedure to report his event. During the call, tac asked if the customer had ¿hot-swapped¿ scopes (changing out scopes while the imager is still powered on). The customer confirmed that he had. Tac recommended a few trouble-shooting options, and ultimately after trying a 3rd 190 scope, the image was present with no error code. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center displayed a b30 scope communication error with 2 different scopes during a colonoscopy procedure. According to the initial reporter, he was able to trouble-shoot the issue, resolve the error code, and complete the procedure. There were no reports of patient harm during this event.